Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number:(B)(4). Event occurred in germany. On an unknown date, it was reported that the patient had an inflamed infusion site and had taken antibiotics and consult his physician but again there was no improvement. No further information available.